Event description:
It was later reported the pump contained lioresal. The primary location of the infection was the device pocket. The signs/symptoms of infection included: fever, redness, drainage, and pain. The patient did not have meningitis. Cultures were obtained from the device pocket and the lumbar region; the results revealed (B)(6). The patient was treated with intravenous antibiotics and total device system explant. The patient outcome was reported as infection resolved.

Event description:
It was reported that they believed the pump was explanted was due to infection. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)